Event description:
Pt presented to surgicenter with pain buster reservoir empty. Reservoir should have lasted 48 hrs. Actual duration approx 20 hrs-24 hrs. Indwelling catheter was removed with no adverse affects.